Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on a riata lead due to oversensing. As a result, multiple episodes of vf and device charging for therapy was note. No electrical abnormalities was noted. The lead was capped and replaced due to fracture. No further information is available.